Manufacturer narrative:
(B)(4). Approximate age of device ¿ 56 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that during the patient's routine follow-up visit on an unspecified date, it was noted that the patient's lactate dehydrogenase (ldh) had elevated from 283 u/l to 702 u/l within the last month (baseline 270 u/l - 290 u/l). The patient's total bilirubin had also increased from 1.0 mg/dl to 2.0 mg/dl. The patient's plasma hemoglobin was 5.9 mg/dl, and inr was low at 1.79. The patient's doppler blood pressure mean was 80 mmhg. It was reported that estimated pump flows were between 7 lpm - 9 lpm for a few days and then returned to their normal range of 5 lpm. The patient's pulsatility index was reportedly low at 3.2, and powers were reportedly stable at 5.4 watts. The patient denied alarms except for low battery. The driveline was examined and no changes since the last visit were noted. There was some serosanguineous drainage, the driveline exit site was light pink, and an anchor stitch was in place. There were reportedly no signs or symptoms of an infection. The patient remained asymptomatic during the events; however, was admitted to the hospital on (B)(6) 2015 for a heparin drip and to rule out device thrombus. On (B)(6) 2015, there was minimal smooth thrombus within both the inflow and the outflow tubing causing mild narrowing. No fluid collections were seen adjacent to the device or elsewhere within the mediastinum. On (B)(6) 2015, it was reported that the patient would be listed as 1a status on the heart transplant list to avoid pump replacement. It was reported that clot could be visualized within the inflow conduit and outflow graft. No further information was provided.

Manufacturer narrative:
The explanted pump was returned for evaluation. The evaluation of the pump revealed a deposition in the inlet tube, inlet elbow, and outlet stator. Although a root cause for the observed depositions could not be conclusively determined through this evaluation, the deposition in the outlet stator was partially obstructing the blood flow path and could have contributed to the reported elevated lactate dehydrogenase and thrombus symptoms. The lumen of the inlet tube and inlet elbow revealed pink, soft deposition consistent with biological lining. The lining was possibly caused by poor surface washing resulting from low flow during support. The lining did not appear to be obstructing blood flow through the device. The evaluation could not conclusively determine the cause of the depositions nor the duration of their presence in the pump. The outlet stator revealed pink, soft deposition. The deposition''s lack of laminated layering indicated that it did not initially form in the outlet stator. Its areas of denaturation adjacent to the bearing ball and the presence of contact marks on the rotor suggest that it was likely present while the device was supporting the patient. However, the evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
Additional information: it was reported that on (B)(6) 2015, the patient received a heart transplant.